Event description:
An endurant aui stent graft system was inserted in a patient for the endovascular treatment of a 5.0cm abdominal aortic aneurysm. Aneurysm and vessel morphology were reported as the proximal neck diameter was 20 to 23mm in diameter and 25mm in length. Neck calcification was noted as mild. The right iliac was calcified and occluded and the left iliac artery had mild calcification. The left common iliac diameter was 11mm and 55mm in length. Access diameter was 7mm. It was reported that during the index procedure, the physician had difficulties advancing the delivery system in the patient. The delivery system was removed from the patient with no injuries to the patient and another device was used successfully. The physician noticed a lump on the device (sheath) after the device was attempted to be implanted. The device will be returned for evaluation. The physician stated that the lump on the sheath could have caused difficulties advancing the device. There were no kinks and the delivery system appeared straight with no visual damage. The case was completed successfully and the patient is doing fine. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (difficult to position); other ¿ lack of information (unknown cause). Evaluation codes, conclusion: inherent risk of a procedure (difficult to position). Lack of information (unknown cause).

Event description:
Additional information was received for this event. Upon inspection of the delivery system, the thumbwheel was rotated 4 mm forward from the rear grip, resulting in a 1.5 mm gap between the graft cover and tapered tip. There were two kinks in the graft cover, 7.6 cm and 10.5 cm from the distal edge. An area of increased crossing profile was observed 20 mm from the distal edge of the graft cover, where the stent graft fabric began. This max od of the graft cover in this region measured within specification. Graft cover regions proximal and distal measure approximately within specification. An 18.91 fr ring gage passed over the graft cover successfully. An 18.46 fr ring gage also passed over the graft cover, however some resistance was encountered. An 18.23 fr gage also passed over the graft cover, however significant resistance was encountered. The complaint was confirmed; there was a region with an increased crossing profile in the graft cover. The root cause of the event could not be conclusively determined; however the increase in graft cover profile was within manufacturing specification.